Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2013, the pt experienced "significant pain." The procedure was completed and "the [disposable] device was removed [from the pt's cavity] w/o difficulty." The physician then performed a post-ablation hysteroscopy and confirmed complete cauterization of the endometrial surface and there was no evidence of a uterine perforation. Subsequent to the procedure, "the pt complained of significant nausea along with pain which were controlled medically. She went home, but returned to the emergency room shortly thereafter with worsening pain and rigors. She was treated medically and discharged home, but returned to the emergency room on [(B)(6) 2013] with right lower quadrant pain. She rec'd morphine and dilaudid which improved, but was admitted for overnight observation. The discharged date is unk. It was reported by the physician on (B)(6) 2013, "that the pt had improved with no surgical intervention and was discharged home."